Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported despite good faith efforts.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported despite good faith efforts. Additional information was received stating that this spinal cord stimulation (scs) system was replaced due to an elective upgrade. The patient is doing great post operatively. Explanted device will not return due to facility policy and electrocautery was not used during the procedure.